Manufacturer narrative:
H6: investigation results - the revision reported was likely the result prosthesis wear, osteolysis, femoral loosening, and patella loosening as stated in the operatives notes. The loosening and osteolysis may have been the result of an insufficient bond between the implants and the bones, patient-related conditions, or any combination of these possibilities. The root cause and extent of the prosthesis wear cannot be determined because the revised components were not returned for evaluation and images of the explanted devices/radiographs were not provided.

Manufacturer narrative:
No other information is available at this time.

Event description:
Additional information received via legal department- revision approximately 8 years, 10 months, after initial implant. Revision operative note of (B)(6) 2022-postoperative diagnosis: left knee failed total replacement, aseptic loosening femoral component, osteolysis. Clinical history- patient presented with painful and unstable left knee with aseptic loosening of the femoral and patella components and marked osteolysis. Procedure: extensive synovitis and a synovectomy of the joint was performed. The poly liner was removed, there was wear of the liner with delamination. The femoral component was loose and was removed, there was significant fibrous tissue with severe osteolysis of the femoral condyles, lateral greater than medical. No evidence of gross infection. The patella was noted to be loose and was removed; there was severe osteolysis under the lateral aspect of the patella. A wound vac and dressings were applied. The patient was transferred to the recovery room in stable condition. The patient to be discharged home when comfortable and met all physical therapy goals. Hospital care: admitted on (B)(6) 2022; discharged on (B)(6) 2022.

Manufacturer narrative:
Implanted date - exact implant date not available; however, patient was implanted with optetrak polyethylene tibial insert in 2014. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, in approximately 2014, patient underwent left knee replacement surgery and was implanted with an optetrak polyethylene tibial insert. On (B)(6), 2022, patient underwent left knee revision surgery due to ¿polyethylene wear of the liner,¿ ¿extensive synovitis,¿ and ¿severe osteolysis¿ all attributable to accelerated and preventable wear of the optetrak polyethylene tibial insert. As a direct, proximate, result of the optetrak device, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. No other patient/medical information provided.